Event description:
The iab was inserted into the pt on 12/31/97 at 8:30 p.m. And removed on 1/1/98 at 10:10 a.m. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Also, the pt had minor ischemia and removal of the iab was required. (Event complications: severe bleeding/transfusion/minor ischemia-rpt'd 1/5/98.) (Pt's current status: unk-rpt'd 1/5/98.)